Event description:
Meter date and time were not set correctly. When pt called lfs, she did not realize that the reported meter was set to mmol/l instead of mg/dl. The patient uses an insulin pump that allows her to enter her meter blood glucose readings and carbohydrate intake; the insulin pump automatically delivers a preprogrammed insulin bolus calculated on the data the patient enters. The patient owns two meters and routinely uses both meters, at different times, testing 8 to 10 times per day. She did not remember which meter she had tested with during the day prior to the time of concern. However, she said she thought that her blood glucose level was normal before she went to work; she works shift #3 at night; she did not recall the meter reading obtained before she went to work. While at work, she obtained a result of 500 mg/dl, while having back pain in the kidney area. She said she thought the result was obtained on her other meter rather than on the reported meter. She gave herself an injection of 10 units of insulin via syringe, and obtained a result >400 mg/dl after taking insulin. She went to the hospital ER. She did not recall what readings were obtained in the ER. She said she thought she was in acidosis. She was treated with an IV and released. She was not admitted to the hospital. She said she probably changed the pump insertion site when she went home. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The patient said she did not remember changing meter units of measurement settings. There is no indication of adverse event (since the reported meter was set to mmol/l, the meter would not have given a result >33.3 and it is likely that she tested with her other meter, the patient may have developed hyperglycemia due to a poor insulin insertion site).